Event description:
It was reported that the pump exhibited the cassette was not securely fixed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a high alarm displayed: cassette not attached properly. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty downstream occlusion sensor. As a result, the downstream occlusion sensor and downstream occlusion bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.